Event description:
This follow up report is being submitted to include the risk. Initial MDR is being submitted based on serious injury: treatment was performed due to in-stent restenosis. <(B)(4) this report> updated below on 14/jun/2018: unknown date: one zilver ptx stent was placed. Unknown date: isr (in-stent-restenosis) was observed near the distal edge of a previously placed ptx stent (device details unknown). <(B)(4): updated on 14/jun/2018> no update is made for (B)(4). On (B)(6) 2017: one zilver ptx stent was placed in the proximal side of the sfa. Unknown date: isr (in-stent-restenosis) was observed near the distal edge of the stent. The physician cannot be sure if the restenosis is related to the device or not. It is unknown if there was device malfunction or not. <(B)(4)> on (B)(6) 2018: one zisv6-35-125-7.0-40-ptx/ c1455472 was used by ipsilateral approach from the fa for treatment of the previously placed ptx (logged under (B)(4)). Asahi intecc¿s 0.018inch wire guide "treasure floppy" was advanced past the lesion, then balloon pre-dilation was performed (balloon size: 6-40). After that, the delivery system of the ptx was inserted, but the tip of the delivery system was caught on and could not pass through the restenosed lesion. Therefore, additional balloon pre-dilation was performed. However, because the delivery system could not pass through the lesion again, it was replaced with boston scientific¿s stent innova 7-40 (short shaft). The procedure was completed with innova which could pass through the lesion, and there have been no adverse effects to the patient reported.

Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). (B)(4). Importer site establishment registration number: (B)(4). Device evaluation: the zisv6-35-125-7.0-40-ptx device of lot number c1167421 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, images of the procedure are not available. There are two devices and complaint files related to this patient. From customer testimony, it is known that the patient had arteriosclerosis obliterans (aso). There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. From the information provided, it is known that the patient had risk factors for restenosis, including arteriosclerosis obliterans (aso). Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. Restenosis is listed as a possible adverse event as per the product packaging insert (c-ci1502m02 rev 2). Document review: prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1167421. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk was determined to be moderate (category ii). According to the initial reporter, the patient required another stent to treat the in stent restenosis.

Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: (B)(4): updated below on 14/jun/2018. Unknown date: one zilver ptx stent was placed. Unknown date: isr (in-stent-restenosis) was observed near the distal edge of a previously placed ptx stent (device details unknown). (B)(4): updated on 14/jun/2018: *no update is made for (B)(4) ((B)(6)). (B)(6) 2017: one zilver ptx stent was placed in the proximal side of the sfa. Unknown date: isr (in-stent-restenosis) was observed near the distal edge of the stent. The physician cannot be sure if the restenosis is related to the device or not. It is unknown if there was device malfunction or not. (B)(4): (B)(6) 2018: one zisv6-35-125-7.0-40-ptx/ c1455472 was used by ipsilateral approach from the fa for treatment of the previously placed ptx (logged under (B)(4)). Asahi intecc¿s 0.018inch wire guide "treasure floppy" was advanced past the lesion, then balloon pre-dilation was performed (balloon size: 6-40). After that, the delivery system of the ptx was inserted, but the tip of the delivery system was caught on and could not pass through the restenosed lesion. Therefore, additional balloon pre-dilation was performed. However, because the delivery system could not pass through the lesion again, it was replaced with boston scientific¿s stent innova 7-40 (short shaft). The procedure was completed with innova which could pass through the lesion, and there have been no adverse effects to the patient reported." Device evaluation: the zisv6-35-125-7.0-40-ptx device involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, images of the procedure are not available. There are two devices and complaint files related to this patient. Refer to complaint file (B)(4) for details of the second device. From customer testimony, it is known that the patient had arteriosclerosis obliterans (aso). There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. From the information provided, it is known that the patient had risk factors for restenosis, including arteriosclerosis obliterans (aso). Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. Restenosis is listed as a possible adverse event as per the product packaging insert. Document review: prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1167421. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk will be assessed for this complaint once the file is reviewed by a medical advisor. When the risk has been assessed the investigation will be updated with the risk details. According to the initial reporter, the patient required another stent to treat the in stent restenosis. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on serious injury: treatment was performed due to in-stent restenosis. (B)(4): updated below on 14/jun/2018 unknown date: one zilver ptx stent was placed. Unknown date: isr (in-stent-restenosis) was observed near the distal edge of a previously placed ptx stent (device details unknown). (B)(4): updated on 14/jun/2018 *no update is made for (B)(4) ((B)(6)) (B)(6) 2017: one zilver ptx stent was placed in the proximal side of the sfa. Unknown date: isr (in-stent-restenosis) was observed near the distal edge of the stent. The physician cannot be sure if the restenosis is related to the device or not. It is unknown if there was device malfunction or not. (B)(4): (B)(6) 2018: one zisv6-35-125-7.0-40-ptx/ c1455472 was used by ipsilateral approach from the fa for treatment of the previously placed ptx (logged under (B)(4)). Asahi intecc¿s 0.018inch wire guide "treasure floppy" was advanced past the lesion, then balloon pre-dilation was performed (balloon size: 6-40). After that, the delivery system of the ptx was inserted, but the tip of the delivery system was caught on and could not pass through the restenosed lesion. Therefore, additional balloon pre-dilation was performed. However, because the delivery system could not pass through the lesion again, it was replaced with boston scientific¿s stent innova 7-40 (short shaft). The procedure was completed with innova which could pass through the lesion, and there have been no adverse effects to the patient reported.